Manufacturer narrative:
We have verified that the reported lot number is the same as a lot number that is part of the u by kotex sleek tampons, regular absorbency 2018 recall. However, the lot code provided was for a product that contained multiple absorbencies. The consumer did not provide an absorbency, we are unable to confirm the product is part of the recall. Therefore we are unable to provide an UDI number or model. Review of the device history record (DHR) and supporting quality records confirmed no anomalies that may have caused or contributed to the malfunction.

Event description:
This is a non-us event. This event occurred in the country of (B)(6). Consumer reported that pledget fell apart during use. Consumer attempted to remove pieces by hand but did not confirm whether she was able to remove all remaining pieces. Consumer has experienced vaginal discharge and odor during her period and ongoing abdominal pain, cramping, and gas. Consumer visited her doctor in (B)(6) with no diagnosis and was prescribed unknown medication. Consumer reports additional medical treatment including an ultrasound is planned.